Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, post deployment of the 26mm sapien 3 valve, echo revealed a grade 1-2 aortic insufficiency. It was decided to use the commander delivery system to post dilate the valve. During post dilation, the valve became damaged and one leaflet appeared to be "torn". Ai was still observed after post dilation. The decision was then made to deploy a second valve. A 26mm sapien 3 valve was deployed with a good final outcome. Ai was reduced to none.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the exact cause of the valve regurgitation could not be determined. However, per report, (B)(4) was still observed after post dilation and it was speculated that it may have been caused by a ¿torn¿ leaflet. Multiple attempts to gather procedure imaging were made, but the information was not forthcoming. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should additional information be received, this case will be reopened and further investigated.

Manufacturer narrative:
Cine images were provided to edwards and reviewed by an edwards physician proctor. The following observations were made: procedural cine: · heavy calcium seen in lvot and rcc · good coplanar view · good bav, no contrast leak around balloon · valve not coaxial · valve deployed, appears too large for annulus · no pvl, central ai seen (pigtail against valve wall) · post dilation of valve · severe central ai seen post dilation · 2nd valve deployed well, no ai seen impressions: heavily calcified lvot and rcc. Good bav (size unknown) with no contrast leak around balloon. Un-deployed valve not coaxial. Valve appears too large for annulus, central ai seen, however maybe due to pigtail catheter still across valve and against valve wall. Severe central ai seen post dilation. Second valve was deployed within first valve well. Unsure why post dilation of first valve was performed; torn leaflet cannot be confirmed (echo images not provided). In this case, per the imaging revaluation report, the valve appeared to be too large for the annulus and the torn leaflet could not be confirmed.